Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2, there was no energy to the jaws when using for the first time on a branch. Another kit was opened to successfully complete the procedure. There was no patient injury. There wasn't a procedural delay aside from the few minutes to open another kit.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000420981 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.